Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon reports that following unilateral intraocular lens implant surgery, a patient is complaining of a negative image or dark spot on the temporal side of her vision and states she feels like she is looking through water. Additional information provided by the surgeon indicates symptoms are improving, but not resolved. The surgeon states the patient's surgical and visual acuity outcome are excellent.